Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tip part came off, and a black wire was sticking out. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was stated that it was frayed black cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.